Event description:
A customer contacted baxter (B)(4) regarding a leak from a minicap transfer set. The customer stated that ten days prior they received a new transfer set and after a few days a leak was identified. The customer stated that it was due to the mainbody of twist clamp and that even though the twist clamp has been closed off, the solution still leaked out from transfer set. The patient stated they use septoderm as a disinfectant. There was patient involvement, but no patient injury or medical intervention.

Manufacturer narrative:
(B)(4).this is a product not distributed in the us and does not have a 510k number. This complaint for a leak was not confirmed and the root cause could not be determined. The sample was not returned to baxter; therefore no evaluation could be performed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint and thedirection sheet, associated with the transfer set in this complaint warns the user not to apply hydrogen peroxide, alcohol or antiseptic agents containing alcohol to the connectors.